Event description:
Event description guidant received information that this right ventricular endocardial lead exhibited oversensing, leading to probable inhibition of pacing, displaying a very slow intrinsic escape rhythm. No rhythm strips are available.